Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin the fill the cartridge. Tandem technical support educated the customer that only room-temperature insulin should be used while filling cartridges. Customer loaded a new cartridge to resolve the issue. There was no adverse effect to customer's blood glucose level.